Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a fine shard of metal came off the ppk instruments during an initial procedure. It is uncertain if the shard came off of the persona trocar pin or the new version ppk right 5 degree tibial cutting jig. This shard was discovered by the surgeon during the final washout. There was a 5 minute delay in the procedure to clear the metal shard from operating field. Attempts have been made and no further information has been provided.